Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The account found the side rail is missing the lower pivot bolts. The account replaced the side rail lower pivot bolts to resolve the issue.